Event description:
It was reported that: a cvc was inserted in a patient in jugular. The catheter was bending due to its location in the patient. At the time of redoing the dressing, the nurse noticed that the line was cut in two and a part of it was stuck to the dressing. The line was quickly removed and a peripheral venous line urgently inserted. There were no clinical consequences for the patient.

Manufacturer narrative:
(B)(4). Customer returned one separated distal extension line for evaluation. The remainder of the catheter was not returned. Visual inspection of the distal extension line revealed that the line was separated from the catheter. Only the separated distal extension line was returned. The customer stated they noticed "that the line was cut in two." The separation point on the extension line was smooth, which is consistent with a sharp object contacting the extension lines (i.e. Scalpel , scissors). In addition, the returned distal extension line had, "distal 14ga' printed on the extrusion; however, according to product drawing , the distal extension line should have "distal 18ga." Because of this, it is unknown if the customer returned the wrong sample or if they reported the wrong finished good. The outer diameter of the distal extension line measured 2.365 mm, which is not within specifications of 2.13-2.21 mm per the distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.6256 mm, which is not within specifications of 1.42-1.50 mm per the distal extension line extrusion graphic. Based on the dimensional analysis, the customer either returned the incorrect catheter or reported the incorrect material number. A manual tug test confirmed the distal luer hub was secure to the extension line. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The complaint of an extension line separated was confirmed by an investigation of the returned sample. Visual inspection revealed the distal extension line was separated from the returned catheter. Only the distal extension line was returned. The separation point on the distal extension line appeared smooth, consistent with a sharp object cutting the lines. Dimensional and visual inspection revealed a discrepancy between the returned catheter and the reported material number which indicates the customer either reported the incorrect material or returned the incorrect catheter. A device history record review was performed on a potential lot based on the reported material number, and no relevant findings were identified. The root cause cannot be determined based on the discrepancy between the returned catheter and the reported material number. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: a cvc was inserted in a patient in jugular. The catheter was bending due to its location in the patient. At the time of redoing the dressing, the nurse noticed that the line was cut in two and a part of it was stuck to the dressing. The line was quickly removed and a peripheral venous line urgently inserted. There were no clinical consequences for the patient.